Manufacturer narrative:
Email is: regulatory.responses@icumed.com. A returned sample was received in use conditions with the original packaging opened. Two photos were included for evaluation, photos showed the complaint sample. The returned samples were visually inspected and the complaint was confirmed. Based on the analysis performed on the sample provided and the reported by the customer, the incorrect size of tracheal tube failure mode was confirmed. The cause was due to an assembly error by the manufacturer. Corrective actions are in process, in which the correct root cause for the reported condition will be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device is marked 6.0, but is marked 6.5 on the surface of the product. Patient involvement is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.